Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on the second firing of the stapler, the device fired however there was a poor staple formation. The device just started less than 2mm then stopped. There was an incomplete staple line promixally. The next firing moved medically and continued. The device stopped initially then retracted. Used another reload to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.